Event description:
Pt developed post polypectomy bleeding 2 days after colonoscopy. Four of the 5 reported cases were performed by the same physician. This physician has been performing colonoscopy procedures for 18 years, performs between 250-300 snare polypectomies per year, and has not had a remarkable history for post procedure complications. The physician in the one other case has similar background. The procedures were all performed in the same endoscopy suite using the same electrocautery unit. The unit was evaluated for electrical output by a biomedical engineer and found to be in good working order. The MFR of the disposable snare was contacted to see if any other facility had reported problems with this snare lot. The MFR denied any issue with the equipment. The remainder of this snare lot was pulled from this facility's shelves but retained in case there was any interest in eval of the device. There has been no further clustering of post polypectomy bleed cases noted at the facility.